Event description:
It was reported that left ventricular lead became dislodged during a pocket revision. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). The outer insulation was melted and had a cosmetic cut. Visual analysis noted apparent explant damage.